Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness due to loss ventricular capture on the right ventricular (rv) lead. There was high threshold, rising and high undefined impedance and polarity switch on the lead. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was fractured. The rv lead was capped and replaced.